Event description:
A report was received that the patient will undergo a pocket revision procedure due to difficulty charging. The physician believes that her ipg has flipped.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to difficulty charging. The physician believes that her ipg has flipped.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to difficulty charging. The physician believes that her ipg has flipped.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was repositioned. The patient was reportedly able to charge following the revision.

Manufacturer narrative:
Correction to initial MDR field date received by manufacturer: december 19 2012.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to difficulty charging. The physician believes that her ipg has flipped.

Manufacturer narrative:
(B)(4).